Event description:
It was reported that during a follow up visit, the atrial lead exhibited loss of capture. An x-ray confirmed lead dislodgement. The patients device was reprogrammed and the patient was monitored. The lead was repositioned successfully on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.